Manufacturer narrative:
The hospital biomedical department isolated the issue to the hands free defib adapter. Physio-control replaced the adapter and is continuing to investigate the reported incident.

Event description:
According to the reporter, there was no quick look ECG display when attempting to monitor patient through hands free defib electrodes. No adverse effects were reported as a result of the device use.